Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of cut in the cord was confirmed but the device running at half power was not confirmed. A visual and functional assessment was performed on the device which found that the cord had a cut at the motor end. It was determined that the cord had a cut near the motor end which was consistent with allowing the cord to come into contact with a sharp object. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had a cut in the hose; and that the device worked at only half the power (low power). There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.